Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned cardiac arrhythmia treatment was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the screens had lost their display and had to reboot. Review of the system log file showed that there was a malfunction with image processing. Fse recreated the image store of ippc. After recreation, the system was returned to use in good working order.

Event description:
It has been reported to philips that the screens in the lab had lost their displays. No harm has been reported to philips. Philips has continue to investigation of the complaint.